Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 alerts and alarms 10 / page 125. Hazard alarms are continuous tones. If the alarm is not acknowledged immediately, the pod will periodically generate an intermittent alarm tone and then return to the continuous tone. Warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them.

Event description:
The customer reported his blood glucose was 241 mg/dl and then pod alarmed. Pod worn between 4 and 24 hours. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).